Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. The patient stated the medication their clinician gave them for infection was causing diarrhea. Contributing factors were unknown. The patient was advised to contact their clinician. It was reported that the issue was not resolved at the time of the report. No further complications were reported or anticipated.